Manufacturer narrative:
Section a4 - patient weight: corrected. Section g3 - PMA/510(k) #: corrected. Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a bent pin on the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6) was returned for analysis, and it was found to have one bent pin on the black connector. The mpu was powered on and booted up as intended. The unit was functionally tested and passed all testing. It was stated that the mpu would be scrapped. The reported event of a bent pin was confirmed. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. A) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. C) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. A) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 instructions for use (rev. A) states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors. Gently bring the connectors together, turning them slightly to make the connection, if needed. Never twist connectors or pull them apart at an angle.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mobile power unit (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a pin in the black power cable of the mobile power unit (mpu) was broken.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.